Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "a patient/ user who administrates a bolus in addition to those prescribed, using menu "bolus-drug" available after dialing the code." The patient manipulated the pump in order to receive extra medication. Type of drug: oxynorm injection vial of 200mg. Human harm: no.